Event description:
New information received notes that an alert for long charge time was observed via remote transmission. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a routine follow-up, the asymptomatic patient received a vibratory notifier. The patient returned to clinic the following day and upon interrogation, an alert for capacitor charge time limit had been reached was observed. A cap reform was manually performed and a normal charge time was observed. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.